Event description:
Diagnostica stago sta-liatest d-di reagent to test d-dimer is does not correlate with previous lot. It has a consistent bias of greater than 20% from previous lot. A letter was received from manufacturer noting the inconsistency but no solution to resolve. This inconsistency could have consequential adverse affects in patient care. The lot number for the affected lot is 273275. There have been multiple lots with the same prefix number 273### that have been tested and are seeing the same bias of 20-30%. <50 ug/ml is the reference range.